Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the sample tubes falling from unicel dxh 800 coulter cellular analysis system cassette. The tubes fell into and were contained in the drip tray designed to catch any leaks. The tubes were identified as missing when cbc test orders for three patient specimens were listed as pending after being sorted on the automation line (pre-analytical). The tubes were found inside the instrument near the cassette mixer assembly. The tubes were not broken or damaged. No reports of death, injury or affect to patient treatment as a result of this event.

Manufacturer narrative:
The account uses type a cassettes with 4 ml bd tubes. The dxh800 instrument contains a drip tray in the mixer area designed to catch any leaks. The lab personnel have been notified of the cassette issue in an effort to prevent patients from being redrawn unnecessarily. A new set of cassettes were ordered for the customer. The root cause for this event is the expandable grippers (or clips) in the cassette are staying open, causing the sample tube to come out of the cassette while the cassette is mixing and/or during transport.